Manufacturer narrative:
(B)(4). On (B)(4) 2012, the incident was identified and linked to an investigation was completed on (B)(4) 2012 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. Method: I-stat, date: (B)(6) 2012, time: unk, pt/inr: 26.5/2.3. Method: stago, date: (B)(6) 2012, time: 14:13, pt/inr: unk/1.4. The patient had inr in the therapeutic range for previous 2 visits on same dose. The customer stated that if the true inr result was known, possibly could have prevented precipitating deep venous thrombosis (dvt) and pulmonary embolism (pe). The patient was admitted to the hospital and changed to alternative anticoagulant.